Event description:
Event description guidant received information that this ventricular implantable lead has loss of capture and sensing. The doctor did a chest xray and the lead has dislodged. The patient is in sinus rhythm with 1st degree av block.